Event description:
On (B)(6) 2013 additional programming history was reviewed. It was found that on (B)(6) 2012 the patient left the visit at correct settings. The patient was interrogated on (B)(6) 2012 (date of surgery) and was found at the settings indicative of a faulted system diagnostics test. It is still unknown if the settings were inadvertently changed during the explant procedure or prior to.

Event description:
Additional programming history was reviewed on (B)(6) 2013. New data shows that generator settings were changed on the date of explant. No patient therapy was affected by this event. The new programming history identified the suspected medical device.

Event description:
The as-received settings of the generator in the product analysis lab revealed that the patient's device was set to settings consistent with a faulted system diagnostic test. It is unknown if the settings were inadvertently changed during the explant procedure or prior to. Attempts to obtain additional information are in progress; however, no information has been received to date.

Manufacturer narrative:
Corrected data: previously submitted MDR indicated an incorrect event date. The event date has been updated to the date that the device was interrogated at the reported unintended settings. This report is being submitted to correct this data.